Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. At an unspecified timepoint after the procedure, the patient died. No further information is available at this time.

Manufacturer narrative:
B2: aware date was used as death date as actual death date was not known. B3: aware date was used as event date as actual event date was not known.